Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It has been reported "knee revision due to instability".

Manufacturer narrative:
Notification of a revision due to instability has been reported twice, FDA ref 0002249697-2021-01916 and FDA ref 0002249697-2021-00701. Since the same failure for the same device has been reported twice, FDA ref 0002249697-2021-01916 will be cancelled as a duplicate and the final report will be submitted under FDA ref 0002249697-2021-00701.

Event description:
It has been reported "knee revision due to instability".